Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed three openings assessed as surgical damage, broken device assessed as surgical damage and missing shell/plug strap assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure creases, wear abrasion, particles nick striated assessed as surgical tool scratch like, broken striated on plug strap assessed as surgical damage and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation and "textured/ recalled." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation and "textured/ recalled". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation